Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the shaft (p/n: 03.505.003, lot number: 8192438) was received at us cq. Visual inspection of the complaint device showed no damage to the device. Document/specification review: (current and manufactured) were reviewed. No design issues or discrepancies were identified. Dimensional inspection: no dimensional inspection was performed as no damage was observed and internal components were inaccessible. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no visual damage was observed on the returned device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.505.003, lot: 8192438, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 31 oct 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code dzi, dzj. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the mesh cutter, right angle bender, plate cutter, 90 degree screwdriver t-handle, handle for 90° screwdriver, shaft for 90° screwdriver, and matrix rib screwdriver blade self-retaining f/90° screwdriver check on inventory items in a territory with unknown allegations. The handle for 90° screwdriver would strip out/not turn screw when tested. The shaft for 90° screwdriver would strip out/not turn screw when tested. There was no patient involvement. This complaint involves twenty-five (25) devices. This report is for (1) handle for 90° screwdriver. (B)(4).